Event description:
On an unk date, pt with a left elbow proximal ulna fracture was implanted with a 10 hole lcp 2.7 mm plate and 4 2.7 mm screws. Post-operative, pt complained that the hardware was "painful." On (B)(6) 2011, all hardware was explanted and it was discovered that the fracture had healed completely. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
This report is 5 of 5 for complaint file (B)(4).